Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported bleeding, inflammation, ulcers, sensitivity, tooth mobility, tooth discoloration, pain, teeth damage, root resorption, bone loss, gum damage, and unintended movement/overbite. No further information available.